Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issues during the coring process could not be confirmed as no product was returned for evaluation and no images were provided for review. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The serial number or other identifying information of the coring knife was not reported and was not able to be determined during the investigation. The coring knife was reportedly disposed of. A corrective and preventative action was opened to further investigate issues related to the coring knife not being able to cut. The serial number or other identifying information of the coring knife was not reported and was not able to be determined during the investigation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary mw number mw5157746 was received on 21aug2024. Section a1: information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
User facility medwatch received that states the coring knife did not cut through, and the surgeon had to keep screwing. A manual cut was required.